Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 20, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring was loose not allowing the turn knob to keep the set screw in place (locking mechanism malfunction). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee arthroplasty surgery, it was observed that the saw blade devices were loose and falling out when in use with the battery oscillator device. According to the report, the saw blade device kept being adjusted. As a result, there was ten minute delay to the surgical procedure. A spare device was available for use and was used to complete the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.